Event description:
It was reported that the patient started to feel pain and have muscle stimulation from the right atrial (ra) lead and right ventricular (rv) lead. It was further reported that the lead had possible fractured and had insulation damage. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started to feel pain and a shocking sensation when paced. The patient was noted to have muscle and nerve stimulation from the right atrial (ra) lead and right ventricular (rv) lead. It was further reported that the ra and rv leads had possible fractures and insulation damage. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.